Event description:
It was reported by service report that the right side rail will not lock in place due to a burr on the latch/shaft retainer. The customer could not determine whether there was patient involvement and/or adverse consequences.

Manufacturer narrative:
Results: burr on the latch/shaft retainer.